Event description:
It was reported that the bolus button was stuck in the down position for approximately 1.5 hours. Nurse clamped off pump and called anesthesiologist. Pump was removed. No adverse event reported at time of complaint.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The report did not provide any specific information concerning the pump lot number. Without the actual product or details of the incident, an analysis cannot be conducted. It was reported that the sample was available for evaluation, but has not been received. Additional information has been requested. Complaint is under investigation.